Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported corneal haze observed in a patient's left eye at one day post lasik treatment and the patient reported cloudy vision. Reporter indicated the topical steroid dosage was increased to every hour for four days, then decreased to four times a day. The haze resolved by the one month post op visit. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the right eye.